Manufacturer narrative:
Additional information: b5, h6,

Event description:
New information received notes the patient had a cardiac tamponade.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes the patient was admitted to the emergency with shortness of breath and mild chest pain. After interrogation, it was the patient was diagnosed with pericarditis. The patient's cardiovascular medication was changed. The patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with shortness of breath. A CT scan and echocardiogram reveled a large pericardial effusion. The patient's right ventricular lead was revised. The patient tolerated the procedure well and recovered as expected.

Manufacturer narrative:
Additional information b5.

Event description:
New information received notes the patient presented in the emergency room with chest pain related to the pericardial effusion the patient had as a result of the implant. The chest pain was resolved with colchicine.

Manufacturer narrative:
Correction: b5 the effusion was evacuated without lead revision.

Manufacturer narrative:
Correction: b1 product problem should not have been selected.